Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the tip of the fluted twist drill device broke. It was further reported that the device was used out of the operating field and no fragment tip was dropped or remained in the patient's body. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. There were no adverse consequences reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from aug 31, 2016 to sep 9, 2016. Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the device were visually inspected and it was observed that the tip of the device was broken. The device was then examined and photographed using 27 x magnifications. It was determined that the root cause of the cutter breaking was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the type of surgery was an initial surgery. It was further reported that the device was used to make a suture hole out of the operating field during the surgery. According to the reporter, the device broke during the surgery; however, the procedure was successfully completed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.